Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to a telemetry chip error. Device data was sent to rhythmcare for review. Rhythmcare then recommended device replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. The device could not be interrogated, as was reported from the field. The device case was opened to facilitate inspection and testing of the internal components. The battery voltage was 9.13 volts. The battery was removed and replaced with an external power source. The device began to operate but was noted to be in a constant reset loop. Detailed analysis identified cracked solder joints on the radio frequency (rf) circuit internal component. The solder joints likely became cracked due to cyclic fatigue. These cracked solder joints resulted in the constant reset loop and inability to interrogate the device. The constant reset loop also resulted in premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to a telemetry chip error. Device data was sent to rhythmcare for review. Rhythmcare then recommended device replacement. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to a telemetry chip error. Device data was sent to rhythmcare for review. Rhythmcare then recommended device replacement. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.